Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation a 66 year old male patient had a left knee replacement on (B)(6) 2013. Approximately 9 years and 4 months after the initial procedure the patient had a left knee revision on (B)(6) 2022 due to swelling and pain. Revision op report on (B)(6) 2022. Diagnosis: failed left knee secondary to wear of the bearing surface findings: during the surgery the patient was found to have a large synovial effusion, synovial expansion, synovial fluid consistent with polyethylene wear. The femoral, tibial and patellar components all were well fixed. The patient had exuberant synovitis upon entering the joint typical of the foreign body type reaction synovium. There were no complications during the procedure. The patient was awakened, taken to the recovery room in stable condition.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (component code, type of investigation, investigation findings, investigation conclusions). The following sections were corrected: h6 (health effect - clinical code). The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.